Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that the insulin would not make sounds so they performed self test and received an alarm for hardware low level failures. Customer reported they were able to clear the alarm. Customer stated they did not receive request to rewind the insulin pump. Fill cannula was recorded in daily history. Customer performed self test but did not pass. No harm requiring medical intervention was reported. The customer will discontinue to use the device and will return it for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged audio/vibrate anomaly and pump error 63 alarm found on oct 01, 2021. Pump passed the displacement test. Adjusted the audio options audio volume 1-5 and found audio tone does not adjust accordingly. Also, the pump alarmed pump error 63 during the self test. Successfully downloaded history files and traces using thus.¿ successfully uploaded pump to carelink. There was no pump error 63 alarm recorded in the formatted history file for the event date. However, pump error 63 alarm (variableinfo = 03) during self test was recorded and found in the formatted history file on 07/08/2022 07:53:37.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. Audio/vibrate anomaly was confirmed. Pump error 63 alarm during self test was confirmed. Pump error 63 alarm due to broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.